Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient called stating he had a right knee replacement done on (B)(6) 2014. He stated swelling, pain and difficulty walking.